Event description:
It was reported that during a transcatheter aortic valve implantation procedure, inside a patient with annulus and left ventricular outflow tract measurements of 27.7 millimeter's (mm) and 28.6 mm with non-coronary cusp (ncc) calcification, pre-implant dilation was performed with a 24mm balloon. The valve was loaded and during the first deployment attempt, the valve was positioned at 6mm on the ncc. Subsequently, the valve was recaptured. Upon the second deployment attempt, an infold was observed. The valve was recaptured and withdrawn. A second valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012984218); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold. Per the physician, left ventricular outflow tract (lvot) calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.